Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues. A review of the pump history confirmed that the pump was rebooting due to a low battery. Investigation revealed that the pump was not drawing excessive current. There were no defects found on investigation; the complaint could not be duplicated.

Manufacturer narrative:
The alleged malfunction was detected by the user who continued to use the pump despite an obvious power issue. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump lost power four times during the past week without user intervention. A family member reported that the patient noticed that the pump did not respond to button presses with no visible display screen, sound or vibration. She said that the power returned after the patient removed the battery and placed it back into the battery compartment. She denied cracks or other damage to the battery compartment. There was no visible corrosion in the battery compartment. The battery cap was secure and the yellow o-ring was not visible. The family member confirmed that there was no known trauma to the pump. She reported that on one occasion the pump lost power during the night and the patient's blood glucose was 500 mg/dl. The family member noted that the patient was asymptomatic and negative for ketones. She stated that the patient corrected the elevated blood glucose with a pump bolus delivery after the pump powered up and no medical intervention was required.